Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. As reported via a voluntary medwatch, a 6-7f mynx control vascular closure device was placed but the balloon ruptured. Manual pressure was held after the procedure and there were no complications. The device will not be returned. No additional information can be obtained as no contact information was provided. The product was not returned for analysis. The product history record (phr) review of lot f1916501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the reported event since a calcified vessel and/or frayed/damages procedural sheath can cause damage to the balloon. According to the mynx control instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Cordis was notified of the event via a copy of the voluntary medwatch report submitted by the facility where the event occurred, a copy is attached. No further details can be obtained as contact details of the submitting facility were not indicated on the form. A device history is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, a 6-7f mynx control vascular closure device was placed but the balloon ruptured, manual pressure was held after the procedure and there were no complications. The device will not be returned. No additional information can be obtained as no contact information was provided.